Event description:
It was reported that touchscreen became unresponsive and timed out when patient attempted to deliver a bolus. No information was provided regarding impact to the customer¿s blood glucose level. Patient declined further contact, and no additional corrective actions or outcomes were reported.